Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the nvestigation, a supplemental report will be filed. For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that the bd ultra-fine pen needles 29 gauge, 1/2 in. Broke in the patient¿s belly. No medical interventions were provided.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6272780. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.